Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the hv tank, hv cable, and igbt snubber pcb. He ran a filament calibration and hv arc test. He verified that this system is working as intended.

Event description:
While performing a pmi this unit began to arc in the tank and cause overload error messages on the c-arm. The tank needs to be replaced.